Manufacturer narrative:
The device was not returned to saluda for analysis. The root cause of the reported inadequate pain relief cannot be definitively determined. The evoke scs system surgical guide states, ¿the risks associated with the implantation and use of a spinal cord stimulation system include inadequate pain relief following system implantation and the patient may require surgery (including revision, explant, and replacement) as a result.¿

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system requested a system explant due to inadequate pain relief. The patient had been implanted for 15 months and has not reported adequate pain relief since implantation. The evoke scs system was confirmed to be functioning as intended prior to explant. The patient¿s physician noted that the patient¿s pain is not neuropathic.